Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that in the evening, the patient first noticed that his cgm readings were a little bit low than the usual, but still within the normal range (unspecified values). No bg test was done at that time and he went to bed feeling fine. Until at around 3:00 am of 12/19 when he was alerted of a "low" egv by his cgm. Without a bg test and solely trusting his cgm readings, he decided to drink coke and ate candy bars. His egv went up to only 55 mg/dl so he decided to drink another coke and ate bagel bread but egv only went up to 60 mg/dl then went down again to 40 mg/d, still without a bg test. Concerned, although he was not feeling any symptoms at all, he decided to go to the urgent care. He arrived at the urgent care at around 6:30 am and his bg was measure 283 mg/dl upon arrival, while his egv was "low". He was given IV fluids/saline and stayed in the urgent for 3 hours for other lab tests which all showed normal results. He left the urgent care at 9:30 am with a bg of 201 mg/dl, still feeling fine, but his cgm remained inaccurate with "low" reading. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At urgent care, the reported glucose values fall within the d zone of the parkes error grid was taken at urgent care. When he left urgent care, the reported glucose values fall within the c zone of the parkes error grid was taken prior to discharge. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.